Event description:
Patient was in cardiac arrest when emts arrived at home. CPR initiated. Patient was defibrillated x 4 & continued in ventricular fibrillation. En-route-attempted to defrillate again when the screen went blank. After chat the defibrillator would not charge. Arrival in the ER was approximately 10 minutes. CPR efforts continued for an additional 20 minutes in the ER out the patient expired. A major board replacement had been performed by the company. (Three minutes prior.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, none or unknown, unanticipated adverse reaction - long term. Conclusion: device failure occurred and was related to event, device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.